Event description:
It was reported that the left ventricular lead exhibited failure to capture and high impedance. It was noted that the physician suspected the lead was fractured. Programming changes were performed to turn off the lead. No further intervention was performed. There were no patient consequences.